Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (500 mcg/ml at 150 mcg/day) via an implantable pump for an unknown indication for use. It was reported there had been no issue with the pump besides a "little underinfusion" due to the patient's pump sitting away from the body. There were no reported symptoms. No complications were reported. Omitted information contained in (B)(4) - wrong concentration units. No new information.